Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer experienced high blood glucose and problem with insulin pump. Customer stated they wanted to give a correction, checked and it went through, but still alarming no delivery. The blood glucose was 463mg/dl. The customer's mother was advised to continue monitoring the insulin pump. They declined high blood glucose troubleshooting.